Manufacturer narrative:
The customer sent the device to philips for evaluation and repair, however the customer then declined to have the device repaired by philips. Philips is unable to confirm that a malfunction occurred, therefore the cause cannot be determined. Customer declined evaluation/repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device powers on into setup, controls non-responsive. There was no report of patient involvement.